Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, initial interrogation observed dashes (---) for multiple parameters and a high current drain. Attempts to reprogram, return to standard and verify the microprocessor were unsuccessful. The device was replaced.